Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an e216 error occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the communication error was likely caused by component failure; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: in foreign glue stick on lens, no image. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that an error code-e216 occurred, therefore no image was displayed. The cause of the foreign glue stick on the lens could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.